Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history did not reveal any similar complaints. The complaint history found no manufacturing non-conformances. The complaint history was not exceeded for january 2020 and a complaint history review is not required per edwards documentation procedures. The instructions for use (IFU), device preparation and the training manual were reviewed per IFU: check with operating physician if appropriate time to fully crimp thv. Remove qualcrimp crimping accessory stop (top piece) from crimp stopper by pulling straight up so only final stop (bottom piece) remains center thv within crimper aperture. Then fully crimp thv until it reaches the final stop and hold for 5 seconds. Repeat this crimp step two more times for a total of 3 crimps each for 5 seconds. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. No IFU/training deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections were conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system, bc was unable to be confirmed due to no returned device or imagery provided. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ¿the valve would not pass through the esheath/external iliac¿, so ¿the valve and esheath were removed¿. Per training manual, ¿push force can vary due to vessel diameter, tortuosity, and degree of calcification. While no information was provided about patient access vessel characteristics, it was stated that the subsequent attempt using a sapien 3/commander configuration was able to ¿pass through the tight segment more easily¿. As resistance with the second set of devices was still noted, it is possible that the access vessel may have been undersized, calcified, or tortuous at the point of resistance. Additionally, valve crimping technique may affect the thv crimp profile and contribute to resistance. As such, it is possible that patient/procedural factors (access vessel characteristics, valve crimping technique) may have contributed to the complaint event. However, without available imagery or the devices for evaluation, a definitive root cause was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, while inserting the delivery system and valve into the esheath, the valve would not pass through a tight/small measurement segment of this patient¿s external iliac artery. The valve and esheath were removed without difficulty. The procedure was then attempted again with another esheath and a 23 mm sapien 3 valve. The 23 mm sapien 3 valve was "a tight push" but was able to be delivered through the esheath and deployed in great position. An angiogram of the femorals was done and everything looked good. Post op several hours later, the patient's pressure dropped and the team discovered a possible iliac artery dissection. The physician could not explain why the final femoral shot looked good, but the patient later presented with this iliac artery dissection. The patient underwent surgery to repair the dissection and is doing well. All devices were discarded by the facility.